Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: during testing, the pump powered on with functional auditory and vibratory features, indicating there was power to the pump. The complaint of no power could not be duplicated on investigation. Additional testing for the alleged complaint could not be completed, as the display screen remained blank. The pump¿s cover was removed and no intermittent conditions were found on the printed circuit board (pcb). Unrelated to the complaint, investigation revealed a failure of the electrically erasable programmable read-only memory (eeprom). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up # 1 date of submission 7/26/2016 ¿ correction to additional manufacturer narrative. The correct narrative is as follows: the pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: during testing, the pump powered on with functional auditory and vibratory features, indicating there was power to the pump. The complaint of no power could not be duplicated on investigation. Additional testing for the alleged complaint could not be completed, as the display screen remained blank. The pump¿s cover was removed and no intermittent conditions were found on the printed circuit board (pcb). Unrelated to the complaint, investigation revealed a failure of the electrically erasable programmable read-only memory (eeprom).